Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a follow-up. Upon interrogation, the episodes in the loop recorder could not be retrieved using two merlin programmers. The issue was resolved via a device download. No adverse consequences were reported.